Event description:
Information was received indicating that the cadd legacy plus pump caused under infusion. It was reported that the patient returned back to the clinic and the pump said that the reservoir volume is 0 ml and 144 ml was delivered. 144 ml was total volume to be infused. It was reported that there was approximately 50ml of fluid still in the bag when patient arrived back to the clinic despite the pump showing that it was empty. The patient was not harmed.